Event description:
It was reported the insulin pump has gone into threshold suspend twice during the night due to low sg when bg were ok. Customer stated it might be an insulin pump issues. Customer was advised it was most likely a calibration issue. Current blood glucose was 10.8mmol/l and sensor reading was at 3.7mmol/l. Senor has been in for eight hours. Customer inserted sensor in the left leg, was advised of proper insertion sites. Customer was not sure if the sensor was bent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.